Manufacturer narrative:
Additional information h10 the pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the pump found that the condition of the j9 connector revealed that the internal ribbon cable connection did not meet factory specifications. Per procedure, repair was performed to the internal ribbon cable connection. The pump was retested, and the unit passed all functional testing. The root cause for the reported issue could not be determined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: g1 and h6.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was reported to have experienced a primary audible alarm. There were no adverse events reported.